Manufacturer narrative:
There was no reported injury or death at the time of this report. The MDR is being submitted under deviation (B)(4). Pursuant to the obligations of the emergency use authorization, and per communication received from FDA on october 7, 2020.

Event description:
On (B)(6) 2020, luminex mas reported possible contamination on customer's behalf. The customer saw inconsistent results with seracare negative control and suspected contamination. Mas provided instructions for wipe test. Customer performed a contamination test where they added reagents used in extraction, water, and negative control with ic, directly to cov wells and ran through the thermocycler and magpix. The following samples had high levels of both ms2 and covid present for all targets, most likely contaminated from a patient or seracare (and ms2 for the crna) during setup recently: c2, neg with ic, d2, carrier rna, e3, neg with ic. Additionally there were elevated signals for the following targets which could be due to contamination or also setting up at room temperature: a1, water, c3, water squirt bottle magpix.